Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2004, and the patient was revised in 2008 due to loosening of the prosthesis and osteolysis at the tibial head.